Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -12.0/1.0/101(sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was removed and a smaller length lens was implanted due to excessive vault and significant reduction of endothelial cell count or significant endothelial cell loss. The problem was resolved. Cause of the event was other.

Manufacturer narrative:
A4-a6:unk. H6: work order search - one similar complaints within associated lots were found: 731987. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6-health effect - clinical code: "2137" should be removed and "4581- significant endothelial cell loss" should be added. H6- health effect - impact code: "4629" should be removed and "4627" should be added. H6- medical device problem code: "1401" should be removed. Claim# (B)(4).